Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm portico valve was selected for implant using a large flexnav delivery system. During the pre-dilatation, an aortic root ruptured happened. The calcium over the non coronary sinus was thought to be the cause of the aortic root ruptured. A pericardiocentesis puncture was done as treatment. The large flexnav delivery system and the 27mm portico valve was not in the patient when the aortic ruptured. The physician continued with the procedure and implanted the 27mm portico valve in optimal position. It was also reported that the patient passed away the same day due to the aortic root rupture.

Manufacturer narrative:
An event of aortic root rupture and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient developed acute annular rupture after pre-dilation with a 23 mm edwards balloon in a heavily calcified valve. A pericardiocentesis was performed and the the navitor 27 mm was deployed despite the complication and the patient died later that same day. Information from the field also indicated that no abbott device was in the patient at the time of aortic root rupture. Based on all available information, the cause of the cause of death was not due to the navitor but rather due to annular rupture from the pre-dilation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.